Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted that the power cord had sustained heat damage, revealed that the power supply was replaced to resolve the issue. Following the service activity, the system was restored to full functionality. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res technician confirmed that the power plug was charred which was attributed to excessive heat. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
A manufacturer investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility¿s biomedical technician reported that a burning smell emanated from the machine after powering on the 2008t hemodialysis (hd) machine and running a heat disinfect cycle for the first time. The power cord was removed from the outlet and the biomed observed damage to the plastic, noting that it "appeared charred." The user facility is not yet open, therefore, there was no patient involvement. No smoke was observed, and no flames or sparks occurred. The biomedical technician replaced the power cord to resolve the issue. The complaint device is not available to be returned to the manufacturer for evaluation.